Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of stent was difficult to remove. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris loop 6f device was removed prior to a percutaneous nephrolithotomy procedure within the ureter. According to the complainant, during the procedure, when the physician tried to pull the stent out of the patient's kidneys, it got stuck in the ureter. However, the stent was able to be completely removed. The physician mentioned that the distal tip of the stent and the portion that holds the loop up to the stent seemed large upon withdrawal. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.